Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer also reported that the insulin pump was freezing and beeping when the alarm goes off. The customer's blood glucose was 7.4 mmol/l at the time of incident. The insulin pump will be returned for analysis.